Event description:
The customer reported that insulin pump alarmed remote frequency failed self test. Customer stated uploaded information to care link and ran self test and got the alarm. Customer stated that during the upload the insulin pump would not communicate and system would not find the insulin pump. Troubleshooting was done. Customer's blood glucose was 63 mg/dl. Customer stated that temp basal was not programmed before the alarm occurred. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. Customer also mentioned initially had sensor issues, stated that she checked her blood glucose at that time and it was 520 mg/dl and sensor reading was 200 mg/dl. Currently the blood glucose was 300 mg/dl and sensor reading was 50 mg/dl. Troubleshooting was done for sensor glucose versus blood glucose. Customer will monitor the issue regarding sensors. No further information provided.

Manufacturer narrative:
Inspected two opened/used enlite sensors and performed bicarbonate buffer test. One of two sensors failed for high readings, one remaining sensor passed per specification with accurate readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. See manufacturer report number 2032227-2014-45492.